Event description:
The customer reported that on multiple occasions during cardiovascular surgery, the vacuum relief valve in the vent line appeared to be blocked. In each case the valves were changed out and the cases were completed without further incidents.